Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, he observed roller pump to "belt slip" after finding zero evidence of oil or contaminates inside customer roller pump. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2014-00582 and MDR #1828100-2014-00054. Additional information: the original complaint stated oil on 3" pulley found "by touch". During service inspection, it was observed that bearing, small pulley and belt are new from previous repair and there is zero evidence of contaminates to cause "belt slip" message. The srt was operating the pump over occluded. Notice of field correction (nfc) for pump jam software upgrade was performed during previous repair.